Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had off no power anomaly. Customer's blood glucose at time of incident was 96 mg/dl. Customer stated that pump turn off automatically without alarm. Customer inserted new batteries with a result. Customer has backup plan and advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected off no power anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.